Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer chose not to return pump, and no additional corrective actions or technical support interventions were documented.